Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced issues with not receiving data on the receiver. No medical intervention was reported. Additional event or patient information is not available.